Event description:
Related manufacturer reference number: 2017865-2024-73422. It was reported that the patient presented with syncope and pre-syncope in the emergency room. It was observed on telemetry that the patient had pauses and asystole. Upon interrogation, it was noted that the pacemaker and the right ventricular lead exhibited loss of capture that was not identified by the device. The pacemaker was explanted and replaced during procedure. The lead was capped and replaced on (B)(6) 2024. The patient was stable.